Event description:
It was reported that this inflatable penile prosthesis was not working properly due to a loss of fluid, resulting in an empty and collapsed pump. A replacement surgery has been scheduled. There were no patient complications reported.